Manufacturer narrative:
A physician reported to a rxsight field representative that a patient presented in the clinic complaining of decreased vision in the right eye on (B)(6) 2023. The patient had undergone implantation of the lal on (B)(6) 2022 and had a single treatment with the light delivery device (ldd) treatment on (B)(6) 2022. However, the lock-in treatments were not performed and the patient reported that they had been driving a semi-truck across the united states for the past 18 months prior to the recent clinic visit. They also reported wearing their personal sunglasses instead of approved rxsight uv protective eyewear. Upon examining the patient's lal on (B)(6) 23, the physician noted reduced best corrected vision, anterior haze and higher order aberrations." The lal was explanted. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A user facility reported to rxsight that a light adjustable lens (lal, sn (B)(6), +23.5d) was explanted. Rxsight's first awareness of the lal explantation event was on (B)(6) 2023.